Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a alliance ii integrated inflation system device was used during an endoscopic papillary balloon dilatation procedure. According to the complainant, the device was reading inaccurately. Normally the gauge moves smoothly but this one moved quick and sudden. No leak was observed between the cre balloon and the syringe connection site. The procedure was completed with another alliance ii integrated inflation system device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (gauge - inaccurate reading). The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).